Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused medication during patient infusion; the pump "infused too quickly". The pump was programmed to deliver vancomycin 1250 mg intravenous (IV) for a duration of 1.5 hours; the infusion rate was set at 83.3 ml/h and the solution volume was 125 ml. At the end of the administration, the nurse noted the medication would have been administered in 60 minutes despite proper programming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the event history log review did not show reported infusion in the provided log extract. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.